Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced loss of consciousness due to continuous low blood glucose (bg) levels that ranged from less than 45-122 mg/dl. Reportedly, customer suspects health care provider (hcp) entered incorrect pump settings. Recommendation was made by tandem's technical support for the customer to contact a hcp regarding pump settings.